Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut off while on a patient. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the log file of the affected device. The log file showed that the device performed a restart of the ventilation unit on july 29, 2024 at 1:14 am due to a detected internal deviation on the pcb m16.2. After the successful restart the device posted the alarm message «ventilation unit restarted» and the ventilation continued. At 1:38 am the ventilation was switched into standby mode by the user. The customer was recommended to replace the affected pcb m16.2. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local warmstart of the ventilation unit v500 would be triggered. A warmstart sequence of the ventilation unit may last up to 8 seconds. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut off while on a patient. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured. The device has no UDI as an UDI was not required at the time the device was manufactured.